Manufacturer narrative:
E1 - initial reporter establishment name- (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e218 (scope error). Based on the results of the investigation, and since the e315 error was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The most likely cause of the e218 error message was an electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope displayed an e315 unsupported scope error message during service/maintenance. There were no reports of patient involvement.